Manufacturer narrative:
The associated complaint devices were not returned. A clinical analysis indicated based on the limited information provided the root cause of the persistent knee pain, swelling, and fluid cannot be concluded. Additionally, without the results of the knee aspirations we are unable to rule out an infection as a contributory factor. The devices remain implanted and there could be a single etiology for all complaints. The patient impact beyond the reported pain, swelling, and fluid cannot be determined. No further medical investigation can be rendered at this time. A review of the manufacturing records for the provided batches did not reveal a manufacturing abnormality that could have caused or contributed to the reported incident. A review of complaint history on the listed parts revealed no prior complaint for the listed batches. Without the actual product involved our investigation cannot proceed. No further investigation is warranted for this complaint; however we will continue to monitor for future complaints and investigate further as necessary. If the devices are received in the future, this complaint can be re-opened.

Event description:
It was reported that after primary bilateral knee replacement surgery, the patient currently has both knees swollen and filled with fluid, which is causing extreme pain to the patient. Effusions reliefs.